Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. One day after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with treated with vancomycin and gentamicin. On an unreported date, the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.